Event description:
It was reported to philips that the system gave an alert indicating the generator was busy starting up and x-rays cannot be used, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer was performing a surgery which was completed as planned as the customer was using just table. The philips service engineer (fse) went onsite and analyzed the log file. The analysis confirmed that the system was on low load. During troubleshooting, fse checked the incoming mains from the ups, disconnected the internal single-phase ups, and bypassed the unit. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.